Event description:
The manufacturer received information alleging an unspecified malfunction resulting in a patient death. Device settings were provided as the following: mode st, ipap 30, epap 6, ti. 1.3, rate 16, rise 1, ramp off, humidification 3, trigger auto trak, 3 l/min via o2 concentrator. Alarms were noted as being turned off. The cause of death was reported as currently awaiting a coroner's report. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an unspecified malfunction resulting in a patient death. Device settings were provided as the following: mode st, ipap 30, epap 6, ti. 1.3, rate 16, rise 1, ramp off, humidification 3, trigger auto trak, 3 l/min via o2 concentrator. Alarms were noted as being turned off. The cause of death was reported as currently awaiting a coroner's report. Despite three good faith effort attempts to christopher.riley1@nhs.net on 15/04/2025, 18/04/2025 and 21/04/2025, the device has not yet been returned to the manufacturer for evaluation. An additional response was sent via email on 23/04/2025 with no follow-up from the customer. At this time, no further investigation can be completed. If any additional information is received at a later date, a supplemental report will be filed.